Event description:
On (B)(6) 2025, the customer reported obtaining reproducible false elevated progesterone (access progesterone reagent part number 33550, lot number 538591) patient results on their access 2 analyzer serial number (sn) (B)(6). A change to patient treatment/management was reported in connection with this event. One patient had her infertility cycle cancelled as a result of the initial elevated result. The sample patient progesterone results were at 1.21 ng/dl, repeated at 1.28 ng/ml on (B)(6) 2025. The results were questioned by physicians as higher than the patient clinical picture. The same sample was retested at the main/reference lab at <0.5 ng/dl (unknown method). No hardware errors or issues with other assays were reported in conjunction with this event. System check was performed on (B)(6) 2025 and passed within specifications. Quality control (qc) material has been passing within the laboratory¿s established ranges. No issues with sample integrity were reported by the customer. Sample is collected in 5ml sst gold top tube, run fresh and centrifuged at 2900 rpm for 15 mins at room temperature. Sample was transported to the reference lab approximately 3 hours later in a cooler.

Manufacturer narrative:
A1: full patient identifier is (B)(4). A2, a4 and a5: the customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: the access progesterone reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. The customer performed a precision testing for progesterone with a resulting %cv of 12.4% which is within the expected variability of the assay. Customer technical support (cts) discussed the role of pre-analytical factors and sample handling and will provide these documents to customer via email. Customer will continue to monitor and plans on carrying out a patient correlation between their lab and the main/reference lab in the coming weeks. If any issues with the correlation, customer will call hotline. No further issue was reported. In conclusion, the cause of the issue could not be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.